Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history log. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 00:17:55. During night drain cycle three, the patient's ultrafiltration reading was 2138ml, indicating the home patient (hp) drained 1888ml more than their maximum programmed fill volume of 2500ml. No additional information is available.